Event description:
This complaint is from a literature source. The following literature cite has been reviewed: parameswaran a, kumar rp, kedarisetti v, nadimpally pk, ponnala vk, eachempati kk. Bilateral periprosthetic cysts after ceramic-on-polyethylene direct anterior approach total hip arthroplasty: a case report. Jbjs case connect. 2025 jun 20;15(2). Doi: 10.2106/jbjs.cc.24.00630. Pmid: 40537011. Objective/methods/study data: they report a case of large symptomatic bilateral periprosthetic synovial cyst formation following bilateral primary tha performed through the direct anterior approach (daa), with ceramic-on-polyethylene (cop) articulations, nonmodular neck components, and well-positioned implants, in a patient with no medical comorbidities or antecedent trauma. 59-year-old male patient presented with pain and effusive swelling of the right hip 18-months post depuy pinnacle/corail total hip arthroplasty (tha). Upon entering the joint, the surgeon identified a large synovial cyst pseudotumor, which was removed. Pathology conformed there was no bacterial or fungal infection present. There was no reported product problem with the exchanged ceramic head and poly liner. The cup and stem were well-fixed and retained. The procedure was completed without complications. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: depuy biolox delta ceramic head & marathon polyethylene liner. Other devices that were used on the patient at the time of the event: depuy synthes pinnacle cup, corail stem, acetabular liner poly & unk hip femoral head ceramic. Adverse event(s) and provided interventions possibly associated with unk hip acetabular liner poly & unk hip femoral head ceramic (qty 1): - 59-year-old male patient presented with pain and effusive swelling of the right hip 18-months post depuy pinnacle/corail total hip arthroplasty (tha). Upon entering the joint, the surgeon identified a large synovial cyst pseudotumor, which was removed; the head and liner was exchanged.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Added: d10 (concomitant).